Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Additional information was requested on 08/19/2010, 08/26/2010, and 09/03/2010 by phone, fax, mail, and email. Additional information was obtained by phone. A completed questionnaire has not been received. (B)(4).

Event description:
A user facility administrator reported that during insertion, a shunt could not be freed from the injector and when it did release, it ended up in the patient's anterior chamber. The surgeon had to make an incision into the chamber to retrieve the shunt. In a follow-up, the administrator stated that the patient's limbal tissue was scarred and thin due to an earlier scleral-based cataract surgery. Additional information has been requested.